Manufacturer narrative:
Sections with additional information as of 16-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 07-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter called on behalf of the customer. The customer was concerned with all tests results obtained. The expected non-fasting blood glucose test result range is 170-190mg/dl. The customer did report symptoms of fatigue, hot flashes, and blurry vision. Medical attention is reported as a result of the actual blood glucose results. Daughter called the ambulance and stated the results from their meter were in low 200's mg/dl non-fasting. Customer was transported to the hospital and was discharged with normal glucose levels. Daughter stated results have been high lately. The product is stored according to specification in the living room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).